Event description:
This will be filed to report a single leaflet device detachment (slda). It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), friable tissue, and 2 distinct jets: 1 medial of p2 and 1 lateral of p2. On (B)(6) 2023, two mitraclips were implanted to reduce the mr to grade 1-2. The first mitraclip did interact with the chordae, medial of p2. On(B)(6) 2023 a single leaflet device detachment (slda) was observed with both of the mitraclips. The first and second clip were detached from the anterior leaflet. The mr was severe, but stable. There was no adverse patient sequelae and no observed tissue damage. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported incomplete coaptation (slda, single leaflet device attachment) could not be determined. The reported difficult or delayed positioning associated with the clip interacting with the chordae was due to procedural circumstances. The reported recurrent mr was due to the slda. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip referenced in b5 is filed under a separate medwatch report.